Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on the left side (exact date not reported). After a routine x-ray investigation on (B)(6) 2013, osteolysis was discovered. The patient did not experience pain. The surgeon decided for revision surgery due to osteolysis. The patient is currently waiting.